Manufacturer narrative:
Additional information was received on september 14, 2023 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, nose irritation and headache. The patient states they "feel like my nose if burning and would wake up from headache and both nostrils stopped up. A few times pulled it off in the middle of the night because I felt like I couldn't breathe and my nose was burning badly. Was feeling shortness of breath during the day. Now that I stopped wearing it since I heard of the recall I haven't had any of the symptoms anymore". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, nose irritation and headache. The patient states they "feel like my nose if burning and would wake up from headache and both nostrils stopped up. A few times pulled it off in the middle of the night because I felt like I couldn't breath and my nose was burning badly. Was feeling shortness of breath during the day. Now that I stopped wearing it since I heard of the recall I haven't had any of the symptoms anymore". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.